Event description:
The angio-seal sevice was deployed without reported difficulties. The pt presented post discharge with signs of femoral artery occlusion. A peripheral angiogram was performed, revealing an occlusion. The pt then underwent a plasma thromboplastin antecedent with stent placement. A pre-placement angiogram was not performed prior to angio-seal device deployment. The status of the pt was not provided to the MFR.